Manufacturer narrative:
Following the initial call, additional information was not provided and there has been no further documented action by the asp. It is unknown what was repaired as no further information was made available. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time.

Event description:
It was reported to philips that the display screen is pushed back. There was no patient involvement.